Event description:
Hard drive crashed during procedure. It was during the first thaw cycle. Installed back-up hard drive and was able to complete procedure without further issue. A 35 minute delay. Checked with the doctor later that evening and he said patient was doing well.

Manufacturer narrative:
Evaluation in process

Manufacturer narrative:
Hard drive failure. Back-up hard drive installed and procedure completed without further issue. Field service engineer performed inspection and found hard drive very noisy and operating intermittently. Replacement hard drive ordered, installed (B)(4) 2014. System tested in accordance with the manufacturers service manual and is fully operational. Faulty hard drive returned to healthtronics and tested per internal procedures. Issue was verified, hard drive unusable.